Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 80% stenosed lesion was located in the non-tortuous, mildly calcified rca. The rca diameter was 3.0mm. The lesion was predilated with a 15mm balloon. The physician encountered difficulty crossing the lesion with the taxus express2 3.0x.32mm drug eluting stent. At some point, a dissection occurred. The physician used another stent to complete the procedure. No patient complications were reported. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.